Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that an anterior cuff miss occurred as evidenced by the anterior cuff remaining in the foot pocket. Because the anterior cuff did not capture its needle during the needle plunger deployment, the suture could not be retrieved while retracting the needle plunger as intended. During testing, the proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results met the manufacturing criteria. The anterior cuff successfully captured the needle during the proxy plunger insertion. Based on the successful test of the devices needle trajectory and testing during manufacturing, the probable cause for the anterior cuff miss is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. The instructions for use (IFU), under the smc device placement section, states: while maintaining the device position at 45-degree, deploy needles by pushing on the plunger assembly (in the direction marked #2) until the collar of the plunger makes contact with the proximal end of the body. Visually confirm that the collar of the plunger is in contact with the body of the device. Contributing factors for needle deflection during the needle plunger deployment included, but not limited to, manufacturing deficiencies; however, the needle trajectory of every device is checked during manufacturing. Anatomical conditions; however, there were no challenging anatomical conditions reported. Deployment technique; however there was no information reported or definitive evidence in the evaluation of the returned device that suggest incorrect technique. No manufacturing or quality deficiency was detected as a result of this investigation. A query of the complaint database for this lot based on actual investigation findings revealed no other incidents that exhibited the anterior cuff miss as this incident. Overall, in review of these incidents, there does not appear to be any indication of a lot specific product quality deficiency. A review of the product lot history record did not reveal any nonconforming material records associated with this lot.